Event description:
A surgeon reported that after using arista in 3 thyroidectomy surgeries, his patients presented hypoparathyroidism, which after about 3 months got normalized. These patients did not have this disability prior to the procedure and/or use of arista. Patient was provided with parathyroid hormone (pth) on the following day. The hypoparathyroidism were reported to have normalized about 3 months later. Addendum per additional information: it was reported that thyroidectomy surgeries were done on (B)(6) 2023. As reported on day 1 post operation, the patient was examined with parathyroid hormone and calcium dosage which detected hypoparathyroidism. It was also reported that the patient had symptoms of hypocalcemia, therefore prescribed with oral calcitonin and calcium. It was reported that the residual material of arista ah was not removed from patients. This MDR represents case/patient 1.

Manufacturer narrative:
As reported, patient had hypoparathyroidism post usage of arista ah during thyroidectomy which became normal after 3 months. Hypoparathyroidism could also occur as a result of injury during surgery or manipulation of the thyroid or parathyroid gland during surgery. As such, no conclusion can be made to what if any extent the arista product used caused or contributed to the patient's postoperative course. Review of manufacturing records confirms product was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to document the additional information provided and to correct the date of event. The warning section of the IFU states, "once hemostasis is achieved, excess arista ah should be removed from the site of application by irrigation and aspiration and also states, "arista ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista ah should be removed." Updated fields: b4, b5, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). Note, the date of event (31-may-2023) is provided as an estimate based on the information provided. This supplemental MDR represents the arista ah (patient/case #1). Additional supplemental mdrs were submitted to represent the arista ah (patient/case #2 and #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : used on patient.

Manufacturer narrative:
As reported, patient had hypoparathyroidism post usage of arista ah during thyroidectomy which became normal after 3 months. Hypoparathyroidism could also occur as a result of injury during surgery or manipulation of the thyroid or parathyroid gland during surgery. As such, no conclusion can be made to what if any extent the arista product used caused or contributed to the patient's postoperative course. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the arista ah (patient/case #1). Additional mdrs were submitted to represent the arista ah (patient/case #2 and #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A surgeon reported that after using arista in 3 thyroidectomy surgeries, his patients presented hypoparathyroidism, which after about 3 months got normalized. These patients did not have this disability prior to the procedure and/or use of arista. Patient was provided with parathyroid hormone (pth) on the following day. The hypoparathyroidism were reported to have normalized about 3 months later. This MDR represents case/patient 1.